Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to high blood glucose. Customer's current blood glucose reading is 600 mg/dl. Customer has treated with manual injections. During hospitalization, customer was diagnosed with diabetic ketoacidosis. Customer was hospitalized for three days. Treated with IV drip. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct, insulin exited the tubing. Customer has extensive scar tissue in the abdomen area, explained to customer that this can lead to high blood and low blood glucose readings. Nothing further reported.